Event description:
The customer reported that during in infusion, the display started flickering and then smoke was seen coming from the back of the pump. The customer also reported that the pump appeared to be undamaged however main lead was burnt. From the reported information, there are no indications of injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.